Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he had been experiencing high blood glucose up to 400 mg/dl since (B)(6) 2015. Blood glucose at the time of the call was over 400 mg/dl. The drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin did exit the tubing with manual prime. Customer declined to check the cannula. The insulin pump passed the high pressure test. Most recent reading was 336 mg/dl. Customer was advised to change the entire infusion set and reservoir and call back if issue persists.